Event description:
Physician removed right tissue expander, which had collapsed. Upon examination the expander appears to have a ruptured seam. Expander was replaced with same style of device.======================manufacturer response for mentor siltex medium height tissue expander, style 6200, sitex medium height tissue expander, style 6200 (per site reporter).======================manufacturer provided rga# for product return evaluation.